Event description:
It was reported that it was an abdominal wound infection. The infection was recovering and was not considered to be device related as it was related to the patient¿s personal inappropriate health management. The patient remained ongoing on centrimag support and was stable in the hospital awaiting a heart transplantation.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient's infection could not be conclusively determined through this evaluation. Additionally, the reported driveline disconnect event could not be confirmed as no log files were submitted for evaluation. A specific cause for the patient disconnecting the driveline from the system controller could not be conclusively determined. It was reported that heartmate 3 left ventricular assist system (lvas), serial number (B)(6), was discarded and would not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instruction for use (IFU), and the heartmate 3 patient handbook, are currently available. The IFU lists infection (local, driveline, and pump pocket) as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. This document also lists infection as a potential late postimplant complication. Additionally, several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. The IFU and patient handbook state to check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. These documents further instruct the use that if the driveline disconnects from the system controller, promptly reconnect it to resume pump operation. The patient handbook also explains that the pump cannot run without power. Additionally, the IFU, provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Furthermore, the IFU and patient handbook address all system alarm conditions as well as the appropriate actions associated with each condition. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that after a year of refusing to be seen by their physician, the patient presented to the hospital with a wound infection. The patient had not taken their medications or followed orders to change the driveline dressing, which ultimately led to the infection development. It was also noted that prior to coming the hospital, the patient had disconnected their driveline from the system controller by themselves. The patient did not explain the reason for the disconnection and did not bring the system controller with them to the hospital. The pump was explanted on (B)(6) 2023 in exchange for a centrimag device for left ventricular (lv) support. It was reported that the patient¿s wound infection was recovering. The patient remained ongoing on centrimag support and was stable in the hospital awaiting a heart transplantation.

Manufacturer narrative:
Section h6: investigation findings: 4248 - usage problem identified. Manufacturer's investigation conclusion: a specific cause for the patient's infection could not be conclusively determined through this evaluation. Additionally, the reported driveline disconnect event could not be confirmed as no log files were submitted for evaluation. A specific cause for the patient disconnecting the driveline from the system controller could not be conclusively determined. Heartmate 3 left ventricular assist system (lvas), serial number (B)(6), was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), and the heartmate 3 patient handbook, rev. B, are currently available. The IFU lists infection (local, driveline, and pump pocket) as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. This document also lists infection as a potential late postimplant complication. Additionally, several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. The IFU and patient handbook state to check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. These documents further instruct the use that if the driveline disconnects from the system controller, promptly reconnect it to resume pump operation. The patient handbook also explains that the pump cannot run without power. Additionally, the IFU, provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Furthermore, the IFU and patient handbook address all system alarm conditions as well as the appropriate actions associated with each condition. No further information was provided. The manufacturer is closing the file on this event.